Event description:
The reporter did back to back (rapid succession) blood glucose tests, using the same fingerstick. The results were 78, 110 and 119 mg/dl. Reporter did not have any symptoms. On follow-up the reporter checks the test strip confirmation dot for enough blood. The test technique is accurate, and the reporter inserts the strip all the way into meter. Reporter does control testing, and cleans the meter on a regular basis. No harm was alleged.